Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was noted that the patient had adjusted the pump settings so the doses had been reset. A locking facility will be used to prevent the patient from adjusting the pump again. No adverse patient effects were reported.